Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui. On (B)(6) 2009 the patient underwent mesh revision due to obstructive voiding. In 08/2011 the patient underwent a hysterectomy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent a vaginal hysterectomy, lso, right salpingectomy, anterior/posterior colporrhaphy, sacrospinous ligament fixation due to complete pelvic prolapse and vaginal bleeding on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and hematuria.